Event description:
Death [death]. Administered via subcutaneous route [incorrect route of drug administration]. Dose of 10 mg weekly for three weeks [prescribed underdose]. Dose of 10 mg weekly for three weeks [off label use of device]. Case (B)(4) is a serious, spontaneous case received from a pharmacist via a regulatory authority in united states. This report concerns a patient of unknown age and gender who was administered euflexxa via subcutaneous route, received 10 mg weekly for three weeks [off label dose], and passed away during treatment with subcutaneous euflexxa (sodium hyaluronate) solution for injection unknown concentration 10 mg, weekly for 3 weeks, for osteoarthritis from 2017 to 2017. It was reported that the patient received euflexxa on unspecified dates in 2017. It was reported that the patient passed away on (B)(6) 2017 and during this time the patient had been receiving euflexxa injections. It was unknown how many injections of euflexxa the patient had received. The patient died on (B)(6) 2017 due to an unknown cause. Action taken with euflexxa was unknown. At the time of this report, the outcome of death was fatal. The outcome of the remaining events was unknown. The following concomitant medications were reported: synthroid and effexor. The event death was reported as serious. The event of administered via subcutaneous route and received 10 mg weekly for three weeks was reported as non-serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: not provided. Company causality: not related. Other case numbers: case number, others = mw5073864. This ae occurred in the u.s and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.